Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.

Event description:
Customer reported they found fluid leaking through the filter air vent hole during infusion. No pt harm or medical intervention reported. Customer stated that no further pt/event info is available.